Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Onset date/time of the pain from surgery? Was any medical intervention performed for the ¿pus expressed from urethra¿? Were cultures performed? Results? Regarding ¿abandoned procedure and MRI¿, please advise: -date of procedure what procedure was being performed? Was additional medical or surgical intervention performed? If yes, results? Are there any pictures available for evaluation? Product code and lot #? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. The patient experienced pain at mesh site, previous injection with steroid and la, pus expressed from urethra, abandoned procedure and MRI. Additional information has been requested.